Manufacturer narrative:
(B)(4). The insulin pump was received with broken off end cap. Unable to perform functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to broken off end cap. Pump was received with minor scratched lcd window cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was damaged on the bottom left corner. Customer's blood glucose was 340 mg/dl. Customer declined troubleshooting for high blood glucose. Troubleshooting was performed for the physical damage. Customer stated the damage occurred when the device was dropped. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. The insulin pump was returned for analysis.